Event description:
Hcp reported during a catheter replacement, for a fractured catheter, a portion of the catheter was spliced and remains implanted in the patient. A follow up report will be sent when additional information is obtained.